Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report issues with the sensor. Customer reported issues with sensor glucose verses blood glucose differences. Customer stated that the insulin pump alarmed threshold suspend. Customer's blood glucose reading was 476 mg/dl, while the sensor glucose was 387 mg/dl. Customer calibrated when her blood glucose levels were over 400 mg/dl. Troubleshooting was done. Customer treated with 5.3 units of insulin. Replacement product is being sent.